Event description:
Adverse event: interrupted procedure. Malfunction: bed issue; optics loose. A physician reported the bed froze and stopped moving and optics seem to be loose. While on-site the territory manager informed the facility of the bed interlock feature and microscope optics behavior. Verification was completed confirming system was operating to specifications. Reported issue had no impact on pt treatment.

Manufacturer narrative:
Determination of root cause: assessment: a review for three months prior to the date of this event showed no previous complaints of bed locking or optics issues for this system. While on-site the territory manager informed the facility of the bed interlock feature and microscope optics behavior. Verification was completed confirming system was operating to specifications. Conclusion: based on analysis of available info, the root cause of this complaint is user/operator error. No further corrective and preventive action is warranted at this time. (B) (4)